Event description:
It was reported the pt's pump was replaced to avoid in-vivo battery depletion. The catheter was also replaced as it was retrograde in the spine and kinked. The drug in the pump was dilaudid at a concentration of 50 mg/ml and a dose of 12 mg/day along with clonidine, no concentration or dose were reported. The pt was asymptomatic for drug withdrawal. The pt recovered without sequela.

Manufacturer narrative:
Other= catheter. The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.